Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd fss, was onsite evaluating the arctic sun device. It was observed to have erratic pressure readings that affected the flow rate and failed calibration. Discussed this was indicative of a failed pressure transducer.

Event description:
It was reported that the bd fss, was onsite evaluating the arctic sun device. It was observed to have erratic pressure readings that affected the flow rate and failed calibration. Discussed this was indicative of a failed pressure transducer.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. During onsite evaluation, pressure readings were erratic and they were affecting the flow rate and caused failed calibration. Discussed this was indicative of a failed pressure transducer. A review of the risk document, ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra13. Based on this review the risk is within the expected range. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.